Event description:
It was reported that on (B)(6) 2012 a triple lumen cvc was placed in the right femoral of a (B)(6) male pt who is very ill. The pt was later released. It was noted the pt has other accesses as well as monitors. The pt returned in june and july and had x-rays performed without incident. In august, the pt was at a different hospital and had an x-ray performed. It was discovered that a spring wire guide was retained in the pt. At which time, a vascular surgeon removed the wire intact from the pt. There were no pt complications reported. Follow up information received on (B)(6) 2012 from the hospital that removed the wire states the wire was located femoral to the svc and confirms there were no pt complications.

Manufacturer narrative:
(B)(4). Sample will not be returned.